Manufacturer narrative:
Additional information: d10, h3, h6. The reported events were high capture threshold, decreased sensing, failure to capture and suspected perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Tip stiffness testing was performed due to the suspected perforation and no anomalies were noted. The reported events of high capture threshold, decreased sensing and failure to capture were not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following initial implant, low sensing, a loss of capture, and oversensing were observed on the right ventricular (rv). Echocardiography was performed and revealed a cardiac perforation resulting in tamponade. The rv lead was explanted and replaced, and a pericardiocentesis was performed to treat the tamponade. The patient was in stable condition.